Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "flattening of the catheter making all sampling impossible + onset of 'marbling' localized at the catheter level." The catheter was removed. The patient was further monitored. There was no patient harm or injury. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00843.

Event description:
It was reported that "flattening of the catheter making all sampling impossible + onset of 'marbling' localized at the catheter level.". The catheter was removed. The patient was further monitored. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one arterial catheter for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the distal tip was deformed. Microscopic examination confirmed the damage. The catheter body length from the juncture hub to the distal tip measured 55mm, which is within the specification limits of 52mm-56mm per the catheter product drawing. Per (B)(4) rev09, "the tip of the catheter must allow a pin with a diameter of 0.58mm to be inserted at least to a depth of 2mm. Return deformation of the tip during testing is acceptable". A 0.58mm (0.023") was inserted through the tip and passed at least 2mm. Therefore, the inner diameter at the tip is within specification. The catheter body outer diameter measured 1.04mm, which is within the specification limits of 1.04mm-1.09mm per the catheter body extrusion product drawing. A lab inventory guide wire (outer diameter measured 0.51mm) was inserted through the distal tip. The guide wire passed with no issue. Performed per IFU statement, "thread tip of catheter over guidewire". A device history record review was performed, and no relevant findings were identified. The IFU pr ovided with the kit informs the user, "use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire". The report of a damaged arterial tip was confirmed through analysis of the returned sample. Visual and microscopic examination revealed that the tip was deformed. The appearance of the damage is consistent with damage resulting from an attempted insertion. Despite the damage, the sample met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.